Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of inflammation and thrombosis are listed in the xience v instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part / lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
This event was noted during review of the presentation documents titled; "role of polymer thromboresistance in dapt." It was reported in the presentation documents, identifying abbott's xience stents related to thrombosis and mild inflammation.